Event description:
Additional information was received from the patient. They reported that the circumstances that led to the implant not holding a charge like it used to was change to device programming and increase in activities. They noted they did not go to their doctor regarding the issue. They noted that no steps will be taken to resolve; they will just continue to charge every 2-3 days. ***MDR decision updated to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient used to charge the implant every 7-10 days and now in the last 2-3 weeks it was going to where it used 30% in less than 24 hours like it was not holding a charge. Patient turned the intensity down from what it was and changed the different groups. Reviewed frequency of charging depends on usage and settings. Pt mentioned the last time patient met with the representative was about 3 months ago and the representative put in 2 more groups. Pt will monitor and will follow up with hcp if needed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.